Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are: (B)(6). Unknown when device broke/malfunctioned. Additional product codes: hrs, hwc. Implanted on an unknown date. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the device broke post-op requiring additional surgical intervention. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 24.jun.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 12 hole variable angle condylar plate with ten (10) 5mm locking screws plus an independent 4.5mm cortex screw were implanted on an unknown date. On an unknown date sometime afterward, a femoral nonunion with broken hardware was discovered. The plate broke at the variable angle hole in the shaft at the nonunion site of the femur. The plate and screws (intact) were explanted on (B)(6) 2016 and replaced with a retrograde femoral nail and locking screws. The surgery was successfully completed with no surgical delay. This complaint involves one device. Concomitant devices reported: 5mm locking screws (part number unknown, lot number unknown, quantity 10), 4.5 mm cortex screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).